Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver displayed err67. No additional event or patient information is available. The complaint device was received. Results are pending completion of evaluation. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).